Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). UDI: (B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42517000303, l/n: 63115046. Tibial articular surface provisional; p/n: 42517000303, l/n: 64265458. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01184.

Event description:
It was reported that two instruments fractured during the same surgery while being trialed during range of motion. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm, which zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.